Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of chronic exit site infection and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2009, the patient experienced chronic exit site infection (cause was unknown). On (B)(6) 2011, a pd exit site culture was performed which showed positive results for (B)(6) and started unspecified antibiotic therapy on the same day. On (B)(6) 2011, the pd exit site culture was repeated and the results showed (B)(6). On (B)(6) 2012, the patient was diagnosed and was hospitalized for peritonitis. The peritonitis was caused by chronic exit site infection. Treatment was not reported and the patient was recovering. The patient was still hospitalized. On (B)(6) 2012, the pd catheter was removed. Dianeal therapy was withdrawn on an unreported date. Per the nurse, the events were not related to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot number: gd890541, gd890418, and gd889485 with no defects noted during the manufacture of these lots related to the reported condition. The condition was not confirmed. No device malfunction or use error was identified, as no sample was returned.